Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, the patient visited the emergency room (ER) to receive an insulin pen as a back up method of insulin delivery. The patient administered a bolus utilizing an insulin pen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.